Event description:
I am a type 1 diabetic and rely on my continues glucose monitor (cgm) to inform me of my blood sugar at all times. I currently use the dexcom g7 along with the tandem mobi insulin pump on a closed loop system. This means the insulin pump takes the information from the cgm to either administer insulin or withhold insulin depending on the blood sugar trends. The previous dexcom model, g6, had a relatively consistent and stable reliability in terms of blood sugar accuracy. The g7 however, has been the complete opposite. The g7 has been wildly inaccurate, at times showing steep blood sugar rises when in reality my blood sugar is dropping. This leads to my insulin pump giving me more insulin which exacerbates my already dropping blood sugar. This has happened countless times over the course of the past year since I upgraded to the g7 system. There are now known issues with illegal changes dexcom took to modify the g7 system to supposedly save costs on production. However, it has led me to have numerous serious hypoglycemic events, and in others, has led to death. It is important that dexcom is held accountable for their actions and that they either make their product safe for use or remove it from consumer availability as it is currently doing more harm than good.